Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. If the product is returned this complaint will be reopened for further investigation. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the tpn filter was leaking despite having parafilm on and screwed on well. There was a "very small" crack on aqueous side of tpn filter in the connection between filter and connection to patient. Aqueous stopped and set changed. No adverse patient effects were reported by the customer.

Manufacturer narrative:
UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.